Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).photos have been received for evaluation and the investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the rubber stopper detached from the extension set. The yellow septum was found to be totally dislodged from the luer hub.